Event description:
The returned generator underwent long-term monitoring for 30 days. The pulse generator pcba was connected to a power supply and current meter. The power supply was set to 3 volts. The pulse generator pcba outputs were connected to a 4k ohm load and programmed to the as received parameters. The pulse generator pcba was monitored for approximately 30 days for possible high current (supply wait) and communication issues. During the 30-day period, interrogations (which generates a system diagnostic) were performed randomly in an effort to induce a communication or high current event. The ram and flash data were downloaded from the pulse generator once each week. During the entire monitoring period the pulse generator maintained as programmed, no communication or high current events observed. Internal data from the generator was also reviewed further, but no further insight as to what occurred with this generator was obtained.

Manufacturer narrative:
H6 adverse event problem codes, corrected data: initial report inadvertently listed wrong investigation findings code.

Event description:
Product analysis was completed on the returned generator. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The reported allegations of ¿failure to program due to eos¿ and ¿premature end of life (eol)¿ were not duplicated in the pa lab. The loss of communication to the pulse generator was likely due to a failure of the asic (a2) transceiver or microcontroller (a1) uart. Neither the specific component that failed (a1 or a2) nor the cause of the malfunction was determined. Status command data indicated that the reboot counter was set to 3 and reboot time stamp was 05/18/2021 and reboot reason was bor (brown out reset).

Event description:
It was reported that the patient's device could not be interrogated and premature battery depletion was alleged as the last time their device was interrogated it was found to have a battery status of 50-75%. The patient underwent generator replacement surgery. The explanted generator has been received but product analysis has not been completed to date. Device history records were reviewed for the patient's implanted generator and the device passed all functional specifications. No other relevant information has been received to date.